Event description:
It was reported that when an unused device was opened, they found a significant amount of grease residue on the tip and decided not to use it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.